Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and inspected at cq. Upon visual inspection, no physical damage and no structural anomalies were observed on anchor, dilotor, driver and suture. The threader wire was not received which shows the device was used. A manufacturing record evaluation was performed for the finished device [5l93074] number, there is no no non-conformances and no evidence of manufacturing anomalies on the records were identified. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: a manufacturing record evaluation was performed for the finished device [5l93074] number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the needle got stuck in the expressew iii sutuer passer w/ hook. Another gun was used to continue with the procedure and during the case the needle got bent and the plastic card came off, the physician was able to remove the needle from the gun. Then while using the first 4.9mm healix advance sp biocomposite anchor they noticed that the guide was not loaded correctly and for the second anchor the inserter was cutting the tails of the sutures. Both anchors were successfully implanted. The procedure was completed with no patient consequences or delay. The gun and needle are available to be returned for evaluation.